Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil prematurely detached. The patient was undergoing surgery for treatment of an amorphous, ruptured aneurysm of the posterior communicating segment of the left internal carotid artery with a max diameter of 2mm and a 2.5mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. The parent vessel was the left internal carotid artery with a diameter of 4mm. It was reported that when treating the aneurysm, the coil was delivered after the microcatheter was in place. The coil was automatically detached in the blood vessel and escaped to the middle cerebral artery, so the solitaire ab stent was used to successfully grab and pull it out of the body. Then another brand of coil and auxiliary stent were used to end the operation. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty during testing or delivery. The physician did not reposition the coil, attempt to detach, or rotate the delivery pusher during the procedure. Continuous flush was administered during the procedure. The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 8f guiding catheter and synchro14 guidewire.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened axium prime coil inner pouch. The axium prime coil was returned without introducer sheath. Visual inspection/damage location details: the actuator interface was found to be intact. The axium prime pushwire was found to be bent at ~4.7cm and kinked at ~151.5cm from proximal end. The coin was found to be still against the lumen stop and there appeared to be blood residue underneath outer jacket. The implant coil was found to be already detached and not returned. No other anomalies were observed. Testing/analysis (including sem reports): under the microscope, the outer jacket was then removed to gain access to the coin. The coin was unable to be removed from the lumen stop and blood residue was found underneath outer jacket. The coin was unable to be measured. The lumen stop was found to be damaged and the retainer ring appeared to be occluded with saline residue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the coil was automatically detached after it came out of the microcatheter.